Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for an atrial pacing impedance measurement greater than 2000 ohms. Additionally, an alert for right atrial automatic threshold (raat) detected as greater than programmed amplitude or suspended had been triggered. The raat cannot be performed due to the recent automatic safety switch from bipolar to unipolar which occurred as a result of the out-of-range impedance measurement. Review of the stored electrograms (egms) showed occasional oversensing of noise due to unipolar sensing. In clinic review was recommended to assess atrial lead measurements. The lead remains in service and no adverse patient effects were reported.